Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) her onetouch ultramini meter was prompting an error 5 message when she was attempting to test her blood glucose. Per the ot ultramini owner's booklet, the error 5 message prompts when there is a problem with the test strip or the confirmation window has not been completely filled. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 in the evening. The patient reported using self adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diabetes management routine on the day of the alleged issue. However 1 day later the patient reported having symptoms of "blurred vision, tired and dizzy." The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca determined this was not the first time the subject meter had been used. The cca also noted the patient's test strips were in good condition. The cca discovered the patient's testing process was correct. The alleged issue was resolved with a walk through retest. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reported due to the alleged issue she was unable to test, therefore, made no changes to her usual routine, and developed symptoms suggestive of hyperglycemia.